Manufacturer narrative:
Claim# (B)(4). Manufacturer narrative comments: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was removed and replaced intraoperatively for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
Correct information: h6 health effect - impact code(f); reported as 4629 - correct to 2199. D4 - primary unique device identifiers (UDI)#:(B)(4) "UDI related data quality updates only." Claim# (B)(4)